Event description:
In 2006, this patient was implanted with a gore tag thoracic endoprosthesis. It was reported that during the initial implant of the device, the seal zone was inadequate. In 2007, the patient presented with a ruptured thoracic abdominal aorta. A reintervention was performed where the physician debranched the thoracic aorta and placed a gore tag thoracic endoprosthesis across the aortic arch into the ascending aorta. The patient is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in the patient and not related to this event; gore tag thoracic endoprosthesis (tg4020/lot#05122736).